Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient had experienced kinked infusion sets event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.